Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "cause not established" following a review of the reported event details, available information, and product record review. In this case, the device was not returned for product analysis; therefore, limiting the identification of a most probable cause to the reported event. Improper handling, device manipulation, or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there are no additional details pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen became dark when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.